Manufacturer narrative:
This supplemental report is being submitted to provide correction/ update to the initial report submitted. Updated fields: b5. Corrected fields: e1 - email was blank = ni. E3 - occupation was inadvertently selected as "other health care professional" = changed to ni. G4 - PMA/510(k) was blank = changed to n/a. H6 - component code = changed to imager. H6 - investigation findings = changed to electrical/electronic component problem identified. H6 - investigation conclusion = changed to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The colonovideoscope experienced an image blackout. The issue was identified at reprocessing.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope image blackout. There were no reports of patient involvement.